Event description:
The right atrial lead exhibited a low unipolar impedance warning and intermittent far-field r-wave oversensing on current electrograms and on non-sustained ventricular tachycardia episodes. It was also reported that the right atrial lead exhibited undersensing triggering device classified false termination of atrial tachycardia/atrial fibrillation events at times and resulting in inappropriate atrial pacing. The right atrial lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).